Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cuff tore and leaked fluid. The cannula was in use for approximately four weeks and it was removed and cleaned about twice during that time. The issue occurred one hour after the cannula was inserted. A new cannula was inserted immediately. The incident occurred while in use with the patient, at an intensive care shared living community. The operator of the device at the time of the incident was a healthcare professional. There was no human harm or adverse event, and no medical intervention was needed.

Manufacturer narrative:
G4 - PMA/510(k) #: corrected. D3 - postal code, h3, h6: updated. The suspect product was returned for evaluation. Visual inspection confirmed that there were no anomalies found. Functional testing was performed and was found that there was a pinhole leak in cuff that occurred after inflation. Closer examination revealed that there was a tear on the trach cuff. The allegation made by the complainant was confirmed and the probable root cause was determined to be cuff damage.